Manufacturer narrative:
Neither the device logs nor pump product were returned from the field. No investigation is possible to confirm root cause of the lv perforation. The lv perforation was most likely due to the patient's friable wall tissue secondary to viral myocarditis. No corrective action is recommended as the failure mode was determined to have low risk index due to major severity and very low occurrence. The failure mode will be monitored for trends. (B)(4).

Event description:
On (B)(6), while conducting a literature review, a publication in cci was discovered by abiomed in which a patient expired after suffering from a left ventricular (lv) perforation following use of an impella 2.5. The patient was a (B)(6) female who expired post surgical intervention of the perforation. She had neurological comorbidities and apparent viral myocarditis. The myocarditis was noted in the publication as "it is likely that the friability of the tissue secondary to presumed viral myocarditis predisposed her to left ventricular perforation". From the publication, alone, the following details were gathered. There was no documentation of the adverse event from the field, nor complaint made to an abiomed field member. An impella 2.5 was placed to support a (B)(6) female patient in biventricular failure secondary to suspected viral myocarditis. After 24 hours on support, the patient was transferred to a larger hospital for treatment of the presumed myocarditis via air transport. The patient's knee was immobilized prior to transport, and she was hypotensive and had cold extremities upon arrival. The patient's condition worsened despite medical management; it was unclear whether this was due to right ventricular failure or issues with impella support. The placement signal was noted to be displaying a ventricular waveform. A tee showed pericardial effusion, and the pigtail of the pump through the wall of the lv. The pump was "never noticeably dislodged" at the groin. Pericardiocentesis was performed bedside to remove blood from the patient's chest, but there was "no meaningful improvement." The patient was then brought emergently to the or for surgery and possible ECMO placement. The inflow cage was not visible in the heart under tee, and the "entire device" appeared to be deeper than 4-4.5 cm below the aortic valve. The patient was then put on cardiopulmonary bypass. The pump had visibly perforated the lv wall. It was then pulled back into the aorta and the perforation was sutured shut. The physician noted that the patient's lv wall was friable. Biventricular centrimag devices were the placed, and the patient was returned to the ICU. After weeks of treatment, care was later withdrawn due to neurological comorbidities. Once the publication was found all due diligence was made to ascertain more details with extensive internal searches through databases and historical case documentation. No lot number, expiration dates, or serial number have been discovered for the medwatch report.